Event description:
It was reported during implant procedure that the left ventricular lead exhibited difficulty removing the guidewire and as a result, the lead dislodged. The lead was successfully exchanged. The patient was stable and asymptomatic.